Manufacturer narrative:
H10: a philips biomed engineer (bme) reported the device was corrected with replacement the oxygen inlet component and the gas delivery subsystem (gds). The solenoid valve was not needed in the repair. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to necessary part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, solenoid valve, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from customer biomed reporting a leak at the oxygen (o2) inlet on v60 ventilator. It is unknown if the device was in clinical use. There was no report of harm. The customer biomed engineer (bme) was unable to confirm an earlier report of an unspecified alarm. No errors were found in the device event log. During the device evaluation, the bme confirmed an audible leak from the o2 inlet on the back of the device. The bme determined replacement of the solenoid valve would correct the o2 inlet leak issue. Investigation ongoing